Event description:
It was reported that during the implant procedure, the competitor df4 right ventricular (rv) lead did not match the df4 header of the cardiac resynchronization therapy defibrillator (crt-d). It was noted different tools were tried, including wax, gel and cold rinse, however, there was no contact with the corresponding poles and there was a high rv threshold and out of range rv impedance. The rv lead was explanted and replaced and the crt-d was implanted, which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.